Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. During the preparation, a 4.00mm x 30mm emerge balloon was selected for use. However, deformity on the packaging was noticed and the balloon was fractured. The procedure was completed via alternative method. No patient complications were reported.

Manufacturer narrative:
(B3) date of event: used the first date of the month of the aware date as no event date was provided. Returned product consisted of an emerge mr balloon catheter and its product packaging. The device was visually and microscopically examined. There was a hypotube separation at the strain relief of the device. There were no fluids to the device and the balloon was tightly folded. The product packaging consisted of the outer box, inner tyvek packaging without the paper backing, and the shipping hoop. There was no damage found to either the outer box packaging or the returned portion of the tyvek inner packaging. Despite lack of paper backing to the tyvek inner packaging, the seals were visibly intact prior to device removal. Product analysis could not confirm the reported packaging damage as there was no damage to the or any evidence of product packaging damage. Analysis confirmed the reported separation as the device was separated just distal to the strain relief.

Event description:
It was reported that shaft break occurred. During the preparation, a 4.00mm x 30mm emerge balloon was selected for use. However, deformity in the packaging was noticed and the balloon was fractured. The procedure was completed via alternative method. No patient complications were reported.